Event description:
The patient's mother reported that the patient's blood glucose levels were elevated with moderate ketones present. The mother denies that the patient suffered any nausea or vomiting, shortness of breath, abdominal or chest pains. The patient has been given injections through an insulin pen and the patient's blood glucose levels did not decrease. The patient's mother alleged that the dates recorded in the patient's history were out of sequence. She says that the total daily dose does not add up to the patient's dosing delivery history.

Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was functioning within specifications and delivered insulin accurately. The pump history confirmed that the user manipulated the date and time. No basal recording defects were found.